Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation patient had a pocket revision due to pain at the pocket site. The cause of the pain at the pocket site was unknown. It was unknown if the revision resolved the pain at the implant site. No further complications noted or anticipated